Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient that complained of foreign body sensation with photosensitivity and discomfort in the left eye the same day post lasik procedure. Upon examination the patient had idiopathic inflammatory reaction in the left eye. Flap lift and rinse was performed the same day. The next day the patient had no signs of inflammation, the flap was centered and there was no epithelial ingrowth seen.